Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Patient had adverse local tissue reaction. Dr (B)(6) revised patient's left hip. 36 c-taper biolox head and v40 to c-taper adapter.

Manufacturer narrative:
An event regarding altr involving an accolade stem was reported. The event was not confirmed. Device evaluation could not performed as the reported device was not returned for evaluation. Device history review indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated that there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
Patient had adverse local tissue reaction. Dr. (B)(6) revised patient's left hip. 36 c-taper biolox head and v40 to c-taper adapter.